Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilation. However, upon inflation below the rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.